Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 277061, expiration date 10/31/2011). (B)(4).

Event description:
The account alleged that the knee will go up without pushing a button and has happened off and on since 2008. If the lockout is on they don't think it will do it. The account has changed the pendent but it did not make a difference.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 507 mg/dl, 427 mg/dl, and 385 mg/dl. A result of 110 mg/dl was obtained on customer's compact plus system within 10 minutes of the reported results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.